Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with phrenic nerve stimulation from their left ventricular lead since the day of implant on (B)(6) 2019. The lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.